Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient's relative reported "patient started feeling pain in both breasts." , "feeling sick'¿ and change of device volume after explant compared to volume at time of implant on right side. Patient reported that she developed rheumatoid arthritis which is considered not device related. Patient's representative reported "swelling... Thin liquid layer, sparse cysts in both breasts (measuring up to 1,4cm)", and "distressed". "Laminar pleural effusion on the right" also reported, but not device related. The device has been explanted.